Event description:
On (B)(6) 2014, the patient had a g3 nail implanted. Approximately after two months the patient had an allergic reaction. According to the surgeon this occurred after the surgery. Also, the surgeon considers the possibility that the patient was burned by the frictional heat from a drill or a reamer. The surgeon is planning removal surgery and test the patient for allergies.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.